Event description:
It was reported that the customer received frequent unspecified alarms on her insulin pump. It was also stated that the sensor readings were far off from her blood glucose levels and that the customer may be calibrating too frequently. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.